Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device is being retained; however photographs provided were evaluated. The device is being retained by the facility and has not been returned to date. If the facility releases the device for evaluation the complaint will be reopened and updated with the evaluation results. The complaint of dilator tip separation was confirmed through photographs provided from the case. However, due to the device not being returned for evaluation no manufacturing non-conformance could be identified. As seen in the photographs, the separation occurred in a radial direction and multiple radial scratches can be seen along the length of the dilator. During manufacturing dilators are 100% inspected for damage under 2.5x magnification. Scratches in the radial direction (around shaft) are not acceptable if they are greater than 45° when viewed along the length of the dilator. A second 100% quality inspection is then performed per sop. Shafts are inspected under 2.5x magnification and are to be free of cracks, dents, scratches, marks, and discoloration. Additionally, no abnormalities were observed during prep of the device before insertion into the patient. These inspections make it unlikely that the damage that caused the separation was present during the manufacturing process. It was reported the patient had mild vessel tortuosity and calcification. It is possible that torquing of the dilator against calcification within the patient during advancement caused radial damage along the shaft and near the distal tip area. Due to these radial damages, the shaft became more prone to breaking. Although it cannot be confirmed, through the available photographs, the guidewire appears to a make a sharp turn near the area which the dilator separated. Due to the larger diameter, the 28f dilator is the most rigid of the dilators making it difficult to pass through tortuous anatomies. It is speculated that the radial damage of the dilator shaft propagated into a tear when advanced around this area in the vasculature. A DHR was performed and none of the work orders revealed any issues that could have contributed to this complaint. According to literature review, and as documented in an edwards lifesciences technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple comorbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for insertion of a 24fr sheath after preparation with a 28f dilator is 8.0 mm. In this case, it was reported that minimum luminal diameter at the access site was 8.1 mm. The vessels were reported to be mildly calcified and mildly tortuous though on still imaging provided there was noted tortuosity. The cause for the reported events cannot be confirmed; however procedural factors (possible torquing of the dilator) in combination with borderline vessel and calcification and/or tortuosity not appreciable on imaging could have contributed to the events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported by the edwards field clinical specialist, that the 16f through the 25fr were passed successfully. During the attempt to pass the 28f dilator, the tip broke off in the right common iliac artery. Reportedly the tip was snared and pulled down to the bifurcation, and then with additional surgical cut-down access the dilator with the tip was successfully removed. The artery was repaired with a graft and a stent. The patient left the room stable and extubated. Reportedly the access vessels measured 8.1mm in diameter and were mildly calcified and had mild tortuosity